Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for routine follow-up, a decrease in sensing was noted on the rv lead. Upon further evaluation, lead dislodgement was observed via diagnostic imaging. The physician elected to explant and replace the rv lead. The patient was stable throughout the procedure, and was not symptomatic as a result of the original lead dislodgement.